Event description:
The complainant reported that during preparation for impella implant, a sterility issue was encountered with the catheter. A second pump was subsequently utilized for implant. There was no patient harm.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of packaging issues- sterility has been completed. The product was returned and evaluated. The product was not returned inside the packaging. No abnormalities were found with the pump. No pictures of the packaging were returned. The root cause of the sterility issue was not determined since the product was returned outside of the packaging and insufficient clinical detail was provided. D.9 date device returned/information was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25179 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 2199 was reported incorrectly on initial manufacturer device report number 1220648-2024-25179 and a new code was added.